Manufacturer narrative:
Concomitant medical products: product ID: 8840, serial# unknown, product type: programmer, physician. Other relevant device(s) are: product ID: 8840, serial/lot #: unknown, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Was received from a company representative (rep) regarding a patient receiving intrathecal unknown baclofen 4000 mcg/ml at 3695.6 mcg/day and dilaudid 4 mg/ml at 3.69 mg/day via an implanted pump for intractable spasticity. A programming error was reported, and the wrong drug concentration was entered. It was reviewed that this programming error meant the patient had actually been receiving twice the listed daily dose of dilaudid. It was also reviewed how the pump flow rate determined the daily dose for each drug. The rep would discuss programming options with the healthcare provider (hcp). Patient symptoms were not reported. It was noted for the past three refills they have had the pump programmed at dilaudid 4 mg/ml, but the syringe said it was 8 mg/ml. The baclofen had been correctly listed at 4000 mcg/ml. The event date was 2018. The hcp mentioned the patient needed respiratory support and ambulance trips for transport, which was not related to the pump or therapy. Additional information was received from a company representative (rep) indicated the patient was coming to the clinic on (B)(6) 2018 at 11:30 and would have more information then. It was further reported on 2018-sep-24 by the rep that the programming error had been corrected on (B)(6) 2018 by the physician and the 8840 was used (serial number not provided). The patient¿s weight at the time of the event was unknown and there was no other information to report. No further complications were reported/anticipated or expected.